Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that blood leaked from the proximal end of the peripherally inserted central catheter (PICC) line. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation/evaluation: during the course of the investigation, a review of specifications of the product was conducted. The complaint device was not returned to assist in the investigation. Therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A definitive root cause could not be determined.

Event description:
It was reported that blood leaked from the proximal end of the peripherally inserted central catheter (PICC) line. The patient did not experience any adverse effects due to this occurrence.